Manufacturer narrative:
The product was not returned for evaluation because it was discarded by the hospital; therefore, the product identity could not be confirmed. Because the product was not returned and no pictures were provided, the complaint could not be verified. The most-likely underlying cause for the complaint could not be determined as the product was not returned and could not be examined. The warnings in the instructions for use (IFU) state, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." The IFU also states in the section titled "bone screws:" incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend, or break if used in a bicortical application. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This report is late as it was part of a retrospective review based on enhancements made to our reporting policies.

Event description:
It is reported a screw was broken during a plating procedure. The procedure was completed using another screw. More information was requested but was not received.